Event description:
Additional information received reported that the patient did have a fall in (B)(6) 2011 and that the ins had moved. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the reason for explant was that the leads were not giving good coverage therapy (sacrum area) for the patient. The patient had a new ins system implanted. The patient outcome was reported as recovered without sequelae.

Event description:
It should be clarified that the previous reported event description should have read: "it was reported that the patient's leads were fractured and were explanted."

Manufacturer narrative:
Lead model 3777-6,0 serial # (B)(4), explanted: (B)(4) 2012, lead model 3777-60, serial # (B)(4), explanted: (B)(6) 2012. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
The stimulator model 37713, serial number (B)(4), was analyzed and no anomaly was found. The extension model 3777-60, lot number v673403028, was analyzed and was found to have no significant anomaly. The body of the lead was cut through and the product was segmented. The extension model 3777-60, lot number v673403026, was analyzed and was found to have no significant anomaly. The body of the lead was cut through and the product was segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's were fractured and were explanted. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead: model 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. Lead: model 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. Recharger: model 37752, serial #(B)(4). Programmer: model 37743, serial# (B)(4).